Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a watchman procedure, a versacross connect access kit was selected for use. It was mentioned that at beginning of the case, the versacross device could have caused a pe, followed by a cardiac tamponade. The versacross rf wire crossed anteriorly, too close to the aorta, causing the effusion. Additionally, the floppy septum contributed to the versacross dilator to slip, thus the procedure was cancelled. A pericardial tap was performed with a drain to manage the effusion. Patient has been admitted to the hospital overnight to be monitored and a computed tomography (CT) scan was done. The patient was discharged two days later. The device is not expected to be returned for analysis. Prior to the procedure, no pe was noted. The patient was not on warfarin or any antiplatelet drugs at this time. In the physician's opinion, the versacross device has contributed to the adverse event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be field for the versacross dilator. A conclusion has yet to be established as the investigation is incomplete.